Manufacturer narrative:
H.6. Investigation summary: bd received 4 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed foreign matter on the inside of the tube. There is a beige clump that can be seen in the bottom of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was discovered inside the tube of a bd vacutainer® edta 2k . The following information was provided by the initial reporter, translated from japanese to english: the customer reported that there was an fm in tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered inside the tube of a bd vacutainer® edta 2k . The following information was provided by the initial reporter, translated from japanese to english: the customer reported that there was an fm in tube.